Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a small piece of plastic on tubing in sterile package of the suction evacuator.

Manufacturer narrative:
The reported event was inconclusive. Visual evaluation of the returned sample noted one opened (with original packaging), used closed wound suction evacuator. Visual inspection of the sample noted a small piece of plastic /foreign material taped to the label. We can't verify that the piece of plastic was found on the tubing, therefore this investigation is considered inconclusive. A potential root cause for this failure mode could be ¿no follow up to the production areas cleaning procedure". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: wound drains are used to remove exudates from wound sites. A. Drain placement: 1. Place wound drain(s) within critical fluid collection areas. 2. Draw non-perforated section of wound drain through skin until flat portion of drain is seated appropriately or drain indicator mark appears at the skin surface. 3. Attach non-perforated section of drain either to davol® "y"-connector or directly to evacuator inlet port. Note: (1) since the 1/8" silicone round drain cannot connect directly to the evacuator inlet port, davol #0070780 "y"-connector must be used to connect to evacuator. (2) when using two drains, the davol #0070790 "y"-connector must also be used with 3/16", 1/4" silicone round drains and 7, 10 and 12.7mm silicone flat drains. 4. With two silicone drains; cut off plug from closed arm of "y"- connector. Attach both drains to "y"-connector and then attach "y"-connector to inlet port. Caution: do not puncture or perforate drain. B. To establish suction in evacuator 1. Open capped port. 2. Squeeze evacuator. 3. Close empty port. Orient plug strap so that plug tab does not contact inlet port. C. To empty container 1. Open capped port over collection basin. 2. Squeeze evacuator to empty. D. To re-establish suction 1. Repeat step "b" above. Note: reflux of fluid to the patient is minimized during reactivation by a built-in anti-reflux valve on inlet port." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a small piece of plastic on tubing in sterile package of the suction evacuator. Per follow-up information received from the customer on 02nov2023, it was stated that this was found before surgery so it did not affect patient.